Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, one ventricular fibrillation (vf) episode and low out of range defibrillation impedance was noted. The device changed the vector and delivered successful shock. Device was reprogrammed. The patient was stable before and after programming changes.